Manufacturer narrative:
The recipient's positioner was reportedly also removed during explant surgery. The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. The internal visual inspection revealed a damaged antenna. This was induced during the failure analysis process. The reported complaint of performance decrease could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. With the exception of the damage that was induced during the failure analysis process, the device passed the tests performed. This older device configuration is not currently manufactured. This is the final report.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing decreased performance and sound quality issues. External equipment was exchanged, however, the issues did not resolve. Revision surgery is scheduled.